Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is received for evaluation, a follow up report will be submitted.

Event description:
It was reported blood leaked from the hemostasis valve of the introducer. There were no consequences to the patient. Additional information was requested but is not available.